Manufacturer narrative:
The technician inspected the bed and could not recreate the alleged malfunction. The bed exit was staying armed until it alarmed.

Event description:
The account alleged that the bed exit was armed and would shut itself off.